Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Patient contacted dexcom on (B)(6) 2016 to report continuous glucose monitoring (cgm) inaccuracies and an adverse event that occurred on (B)(6) 2016. Patient was at their friend's house when they experienced a hypoglycemic event and woke up in an ambulance. Patient reported that the cgm displayed a blood glucose (bg) value of 48mg/dl and a fingerstick showed 81mg/dl. Patient also reported the use of IV glucose and a glucose pill. Patient could not recall additional event details. At the time of contact, patient was in great condition. No further event or patient information is available. Data was reviewed on 04/18/2016. The complaint of inaccurate cgm values was confirmed. A root cause could not be reported. Additionally, the patient did not calibrate the device correctly. The dexcom g5 mobile continuous glucose monitoring system states: don't calibrate. Wait 10 minutes. Move display device and transmitter within 20 feet of each other without obstruction. Wait another 10 minutes. The user's guide also states: don't calibrate when your bg is changing at a significant rate: more than 2 mg/dl per minute. Look for rate of change arrows on your display device screen and don't calibrate when you see: a single arrow, pointing up, rising 2-3 mg/dl each minute. Two arrows pointing up, rising more than 3 mg/dl each minute. Single arrow pointing down, falling 2-3 mg/dl each minute. Two arrows pointing down, falling more than 3 mg/dl each minute. Calibrating during a significant rise/fall of your bg may affect accuracy of sensor glucose readings, resulting in you missing a severe low or high glucose event.